Manufacturer narrative:
Dtba1d1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds, noise and undefined/high impedance. It was further reported the right atrial (ra) lead exhibited oversensing and noise. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the left ventricular (lv) lead appeared to have loss of capture and that the impedance change was sudden. A lead fracture was suspected. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.